Event description:
It was reported that there was a pump failure and an improperly place catheter. Reportedly, the ¿pump failure¿ was being removed. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).